Event description:
It was reported that the customer had a hospitalization on (B)(6) 2015 due to child birth. Customer's blood glucose level at the time of the hospitalization was 500 mg/dl. Customer states they were wearing the insulin pump when admitted to the hospital. Troubleshooting was not performed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.